Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out. Recommendation made to replace probe. RMA issued. Replacement right thoracic tactile probe shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the tip of the probe is noticeably bent. Measuring the tip, it is bent .81mm over the tolerance per the drawing, or 1.57mm over the nominal dimension for bend. However, with a known good tracker attached, the probe verified without issue. Physical damage - bent instrument tip - directly caused event.

Event description:
A medtronic representative reported a right thoracic probe that was bent. This instrument was verified. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.